Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no allegation of a device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The pneumothorax was discovered after the procedure via chest x-ray. The physician reported that the pneumothorax was not ion-related, but rather, it was attributed to significant emphysema and the use of a large bore biopsy needle (19g). The patient has been discharged and is currently at home. There was no allegation of a device malfunction associated with the event.